Manufacturer narrative:
Product event summary: data files containing image files were returned and analyzed. Multiple image files were returned from the field. The image files showed the blister pack for the catheter had a red "rejected" label on it. In conclusion, the reported "labeling issue" was observed through data analysis. The physical product, sphere 9 catheter with lot 0230047944, has been returned and the analysis is pending . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cardiac ablation procedure, when opening the package for the ablation catheter, a red label with a note "rejected, (B)(6) 2024" was found on the blister packaging. The product was replaced and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0230047944 was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact and no defects were observed. No label was seen on the returned device and no packaging was sent back with the catheter. The catheter was functionally tested with test capital equipment. Radiofrequency (rf) and pulsed field (pf) ablations were completed successfully with the catheter. A new map was started and the catheter was able to map appropriately. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. A multimeter and a breakout fixture (fxt-00161) were used to check for any shorts to the braid, but none were found. In conclusion, the catheter passed returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.